Manufacturer narrative:
Correction; manufacturer report 2017865-2017-35775, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the patient presented after a vibratory alert. The patient presented in clinic for follow-up on (B)(6) 2017. During device interrogation it was noted that the implantable cardioverter defibrillator exhibited long charge time. The patient was fine and stable all the time. The device was explanted and replaced. The patient was stable before, during and after the procedure.